Event description:
It was reported via a clinical study that a patient underwent an initial right total knee arthroplasty. Subsequently, approximately seven (7) weeks post-implantation, the patient was hospitalized due to pain in the implanted joint. During the stay, all diagnostic findings were negative. An additional pain medication was prescribed and the patient was instructed to rest until symptoms improved. The pain was resolved one (1) week later. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a3; b4; b5; b7; e1; g3; h2; h6; h10; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. H6: proposed component code: mechanical (g04) - femur visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: moderate swelling (no effusion), pain medially with x-rays taken unchanged when compared to the post-operative imaging. There were no signs of loosening, no material fracture, no evidence of periprosthetic fracture. Suprapatellar joint effusion with central position of the patella. There was no evidence of infection, pain medication was adjusted, wound intact without any complications. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported via a clinical study that a patient underwent an initial right total knee arthroplasty. Subsequently, approximately seven (7) weeks post-implantation, the patient was hospitalized due to pain in the implanted joint. An additional pain medication was prescribed and the pain was resolved one (1) week later. Due diligence is in progress for this event; to date no additional information has been made available.

Manufacturer narrative:
(B)(4). D10: medical product: biomet cc cruciate tray 63mm: catalog#141231, lot#j6791464; vngd cr tib brg 10x63/67: catalog#183420, lot#462590. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.